Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A healthcare provider (hcp) for a clinical study reported the clinical diagnosis was the patient had a loss of therapeutic relief which resulted in an unscheduled clinic or office visit on (B)(6) 2015. The patient's entire cervical system was explanted and not replaced on (B)(6) 2015, and the outcome was resolved without sequelae. The event was possibly related to the device or therapy and was not related to the implant procedure. Fluoroscopy revealed the leads did not migrate or fracture. The etiology of the loss of therapeutic relief was not known. Indication for use was reported as spinal pain and complex regional pain syndrome type ii. If additional information is received, a follow-up report will be sent.